Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was that the pt couldn't get the ins to recharge as system problem rm04 (screen 77) kept appearing when trying to recharge the ins. Caller stated that they reset the controller quite a few times, however the issue was not resolved. Pt stated that the  recharger (rtm) would get warm but not hot while trying to recharge the ins. Caller confirmed that there was no apparent damage to the recharger (rtm). Caller stated that the rtm was very tight in the controller as they tried wiggling the rtm cord and there was no play in it. Caller stated that the pt had been in a lot of pain since saturday. Caller stated that the rtm was just replaced not too long ago. Caller noted that healthcare personnel (hcp) was the pt's pain management doctor and that they hadn't been in to see hcp due to the pandemic. Additional information was received. It was reported pt rep called back from number registered re-reporting information previously documented in this case. Caller said the pt received the rtm replacement, however, they were still unable to recharge the ins and was suffering. Caller said the pt was now also seeing a system problem rm05 when trying to charge the ins with the rtm replacement.